Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. An incorrect carton label was applied to a final packaged unit of sigma rp inserts lot 9238869. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 960100, work order (B)(4) was manufactured on 13-aug-19. 31 parts were manufactured to specification. No label reprints were recorded. 4 parts were scrapped at the tumble operation for ¿dome radius¿ there were no non-conformances associated with this lot. There were no deviations associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review: 31 parts were manufactured to specification. No label reprints were recorded. 4 parts were scrapped at the tumble operation for ¿dome radius¿ no non-conformances associated with this lot. No deviations associated with this lot.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The costumer opened a box defined as a patella 32 mm, but inside the box there was a sigma rp-cr insert 4 - 17,5 mm.